Event description:
A hospital reported that the rt132 infant breathing circuit heated wire connection port will not allow insertion of the inspiratory lead from a heaterwire adapter. The port reportedly appears to be of smaller dimension compared to adapter plug. Plug insertion seems restricted, while wire prongs and positioning appear appropriate. Apparently, the same adapter inserted properly into another circuit from the same box, and lot number. The complainant suggested that the connection problem did not appear to be related to the adapter.

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation. Our records indicate that this is the only complaint of this nature for the given lot number.